Event description:
The customer reported that the cine drive was not working. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine images were saved to the work station and the cine boards were reseated during the service call. The system was tested, found to be working as intended and returned to service.